Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn reported the patient¿s peritonitis was caused by a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect and reconnect repeatedly. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Despite the patient and pdrn citing the liberty cycler set as the cause of the peritonitis, there was no report a fresenius product(s) and/or device(s) malfunctioned in anyway. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications.

Event description:
On 3/feb/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Per the patient, the cause of the peritonitis was the newly shortened patient line on the liberty cycler set forces the patient to disconnect and reconnect frequently. Follow-up with the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg ceftazidime 2000 mg daily (frequency, duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotic was continued. The patient has recovered from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect and reconnect frequently.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 3/feb/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Per the patient, the cause of the peritonitis was the newly shortened patient line on the liberty cycler set forces the patient to disconnect and reconnect frequently. Follow-up with the patient¿s pdrn confirmed the patient presented to the (B)(6) on (B)(6)2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg ceftazidime 2000 mg daily (frequency, duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotic was continued. The patient has recovered from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect and reconnect frequently.